Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product is reported to be available for evaluation. However, biomet has not yet received the product to date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-002178 / 02179).

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2008 and a revision occurred on (B)(6) 2014 for an unknown reason. The cup and head were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of discoloration, scratching, wear and subluxation.